Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) verified with the customer that the issue was fixed by the hospital information technology team. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es had become unresponsive and frozen while logged in. The customer reported that a malfunction took place during the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis anesthesia es system had become unresponsive and frozen while logged in. The customer reported that a malfunction took place during the procedure. There were no adverse events or injuries reported based on this event.